Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s device was not working. The caller did not have any further information. No symptoms were reported. No further complications were reported. Follow-up was conducted.